Manufacturer narrative:
Retainer ring ¿ black. Pump was returned for alleged damage to the battery tube on sep 13, 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, missing display window/cover, cracked retainer and minor scratches on lcd window. Damaged battery tube confirmed. Tested ok. Additionally damaged retainer confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked. Insulin pump had crack at the battery compartment. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.